Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of event unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / provided. D4: additional device information unknown / not provided. D6: implant date unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that abutment screw fractured and implant at tooth site 46 was removed, after two attempts screw could not be removed. Another implant was placed to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received (1) unknown zimmer screw for evaluation. Visual evaluation was performed. Fractured screw identified, unable to remove abutment from implant. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction did occur. A malfunction was detected during inspection, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.